Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in this incident were returned to belmont for evaluation on july 24, 2023. There is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature / overheating issue. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available indicating what was used to prime the system. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Evaluation: the device was evaluated by a belmont service technician. It was found the reported issue could not be reproduced after extensive functional testing and stress testing at elevated temperature for 48 hours. Belmont double checked both input and output temperatures, the input and output temperature probes, the power drive module assembly, the bobbin coils assembly, and all cables in the system for proper connections, and they were all connected and operated properly. The device history was reviewed and no other issues were identified. The disposable set was reviewed by engineering. No burn was noted however a clot was seen in the set and the plastic of the heat exchanger was deformed around the top front section from 10:00 - 2:00. A precise root cause of the clotting in the heat exchanger could not be determined. All 3-spike disposable sets are 100% leaks tested and visually inspected prior to release. A site visit by belmont risk management and engineering was conducted. It was determined that the staff are aware of the incompatible fluids associated with the device. The customer detailed there have been no changes to the hospital's mtp protocol since the issue. A root cause of the clot could not be determined from the site visit. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
The biomed reported that during a case the unit displayed system error 102 and the disposable was burned. Another device with new disposable were brought in to complete the case. The patient was not harmed. Although the patient involved in the incident expired, there are no allegations that the device caused or contributed to the death.